Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Not returned by attorney.

Event description:
Legal counsel for patient reported that patient underwent a right hip revision procedure approximately five years post-implantation. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report noted revision procedure due to pain. During the procedure, fibrotic tissue, acute local tissue reaction, and well-fixed cup were noted. The head was removed and replaced and a bearing was implanted.

Manufacturer narrative:
This follow-up report is being filed to relay corrected information.